Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following investigation summary was provided by the alliance partner. Based on the missing product data no batch record review could be performed. The patient had the following preconditions that are risk factors for periprosthetic joint infection: obesity, a revision arthroplasty of the left knee, and an infection in the right knee after primary arthroplasty, male sex, and kidney disease. Altogether, various patient conditions most likely contributed to the periprosthetic joint infection. There is also no evidence that palacos® r+g was a contributing factor in this case. Therefore, the case is assessed as non-reportable. Infections are usually not attributable to bone cements. Infections that take place more than 24 months after surgery are usually hematogenous. The loosening of the implants was presumably caused by infection. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Cmp- (B)(4). Concomitant medical products: 141216 - tibial tray - unknown, 185288 - femoral component - unknown, 185104 - bearing - unknown, 148297 - stem - unknown, 185328 - augment - unknown, 185308 - augment - unknown, 141320 - stem - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient received an initial left tka. Approximately 3 years post implantation, the patient was revised for an unknown reason. Subsequently, the patient developed an infection. Stage I of the revision was performed 3 years later where the components were explanted and the tibial and femoral spacer was placed. Loosening of components was noted. Stage ii re-implantation was performed approximately 1 month later.